Event description:
Multiple departments began noticing and reporting on [redacted], that the excelsior medical 10ml normal saline flush syringe appeared to be contaminated. The contamination is located on the outside of the syringe (barrel), where the plunger and flange meet. Within each syringe was 0.9% chloride. The manufacturer, medline industries, inc., was notified of these incidents on [redacted], and some of the syringes were provided to the manufacturer on that date. Medline indicated their intention to perform testing on the product, and at their request, the hospital provided five additional syringes on[redacted]. All excelsior medical 10ml ns syringes from affected lots (lot numbers: 24aja030, 23jja143, and 23kja112) were pulled from hospital units, as well as outpatient locations, and taken to hospital distribution. These will be held at our [redacted] warehouse until credit it issued from medline. No harm has come to any patients as of the date of this report.